Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported that sales rep noticed there was hair between the outer and inner packaging of the implant when it was opened for a primary surgery. Customer further reported that there were no delays to surgery as there was replacement item available. No adverse consequences were reported.